Event description:
Information received from the field notes that the patient had pacemaker insertion on 5/15/00 at 10:30 am. In pacu - not pacing. Return to or 12:20 pm for lead adjustment and generator replacement. Generator inserted on 1st surgery not functioning properly.